Event description:
Caller states the lancet does not retract into the softclix plus lancet device. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The device was received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.